Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during use the portable spo2 monitor gave low readings between 80-88%. The customer stated they considered this reading to be low based on the patient's condition and expected an spo2 reading of 95-99%. There was patient involvement but no report of patient harm, injury or incident.